Manufacturer narrative:
Product analysis: work order passed and no failure was found. There is no 510k because it is not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being during a sacroiliac and thoracolumbar procedure. It was reported that the spheres was not visible to the camera and not being tracked due to oscillation within geometry performance. It was checked if the passive markers were completely attached. The passive markers were cleaned by water and dry wipe; all without resolve. A new passive markers were used instead without any issues. The procedure was completed using a back-up product without patient injury. The rep was not present during the case. The reported markers were discarded. The issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.